Event description:
During an investigation into a subsequent event, a previously unreported event was discovered. The device was revised due to a "malfunction", secondary to a "tubing kink". A straight connector only was removed and replaced.